Event description:
About (B)(6) 2012 starting using "super poli-grip extra care denture adhesive cream zinc-free" on my upper denture. By (B)(6) I started experiencing continuous tinnitus although I have no known risk factors. With the previous zinc-containing formula tinnitus hd been reported in the literature. I spoke with my dentist. He advised me to try not using the dental adhesive and see if the problem goes away. After three days off the adhesive the tinnitus ended. I went a week without tinnitus and reapplied only one dab of adhesive for skiing and left it on for 14 hrs. The next morning I was experiencing tinnitus again. It took two full days for the tinnitus to clear. I am now totally free of the tinnitus. I am fearful of using the adhesive cream against my upper palate for anything more than when I am lecturing or skiing. (B)(6). It is very evident to me that when I hear a buzzing electronic like sound like the white noise of an old fluorescent ballast when there are no fluorescents on. The sound is not directional and wearing sound protectors does not influence what I hear. It is quite clear to me when I am experiencing tinnitus. My hearing is excellent both with and without tinnitus. Dose or amount: one to three dabs. Dates of use: (B)(6) 2012 - (B)(6) 2013. Diagnosis or reason for use: problem of relatively loose upper denture. Event abated after use stopped or dose reduced: yes.